Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to corrosion on the plug unit. Evaluation also found the suction cylinder had discoloration, switch one had a pinhole, due to a cut on heat shrinking tube of the lock engagement lever the expected insulation capacity could not be obtained, due to wear of angle wire bending angle in up direction did not meet the standard value, the plug unit was deformed, plug unit was dirty due to water leakage, light guide lens had a crack causing uneven illumination, and the bending tube was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image of the colonovideoscope was not visible and it did not make contact with the video system. There was no reported patient harm or impact due to this event. The device was returned for evaluation and it was found there was foreign material in the jet tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.